Event description:
It was reported that the user experienced repeated insulin delivery occlusion alerts on the ilet, totaling four alerts in one day, with a blood glucose of 267 mg/dl, and the alert recurred after a complete supply change; the user expressed exhaustion and chose to switch to alternative therapy. Symptoms included hyperglycemia. Outcomes included user discontinuation of ilet use and transition to an alternative therapy without hospitalization. Investigation included troubleshooting and education with review of insulin delivery function and occlusion-related performance. Investigation of this case revealed an occlusion-related insulin delivery problem with unclear root cause despite supply replacement, and no additional device component finding was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.